Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. We were unable to perform all functional testing including the displacement, operating currents and verify off no power anomaly, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they are having issues with the insulin pump. Customer states that the power off. The blood glucose reading is 155 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.